Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a pairing failure was reported. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The allegation and probable cause could not be determined.